Manufacturer narrative:
MDR is being filed due to field action ref-(B)(4). Customer's complaint was replicated with in-house testing of the code chip of retain lot c3233a. Code chip ranges did not match ev card ranges. The manufacturing records for the control lot were reviewed and the lot met release specifications. A CAPA, CAPA-(B)(4), was initiated to address this issue.

Event description:
The customer with technical consultant attempted to run the total 5 control level 1 at 2 stdev with d-dimer results outside of the expected range low at 381 ng/ml and 369 ng/ml (2 stdev: 390-584 ng/ml). Same lot number of controls used with cardiac and bnp devices with no issues reported. Total 5 controls stored in defrosting freezer.